Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they dropped the insulin pump in the toilet and is now vibrating without any alarms or alerts. Customer stated that the display also went blank immediately after the exposure to moisture. No further information reported.